Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the no delivery test due to prime anomaly. Insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. No moisture damage found inside the insulin pump. Insulin pump received with cracked case at display window corners, reservoir tube lip and minor scratched display window.

Event description:
No blood glucose levels reported. The customer reported that the insulin pump was exposed to water. The customer reported that there was fluid under the display of the insulin pump. The customer also reported a motor error and no delivery alarm from the insulin pump about two weeks prior to the exposure to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)